Event description:
On (B)(6) 2013, the patient reported a medical claim to our (B)(6) affiliate via email. The patient stated that she purchased 1 day acuvue trueye lenses in may. The patient used the contact lenses for about a month in (B)(6). The patient reporting she experienced discomfort and was diagnosed with iritis. The patient reported she spent about a month on treatment and recently resumed contact lenses wear. On (B)(6) 2013, the patient reported additional information as follows. Around (B)(6), the patient developed discomfort in the right eye (od) in the evening while wearing 1 day trueye lenses, but continued to wear the contact lenses. The patient had severe redness od after contact lenses removal. The patient had pain od "even with sunlight", and was seen at an eye clinic on (B)(6) 2013. The patient was diagnosed with iritis ou although the patient had subjective symptoms in the od only. The patient was instructed to discontinue contact lenses wear. The patient reported she was not given a specific period of contact lenses discontinuation. The patient was prescribed cravit eye drops and another kind of eye drops whose name is unknown. On (B)(6) 2013, the patient returned to the clinic complaining of severe stinging sensation with the prescription eye drops. On (B)(6) 2013, the patient returned to the clinic. The condition was improving. The blood test results indicated no abnormality. Since the patient's eye pressure was increased, the prescription eye drops of which the patient does not remember the name were discontinued and flumetholon eye drops were added. The patient was instructed to return for follow-up in a week. On (B)(6) 2013, the patient returned to the clinic. The condition was improving. The patient was instructed to return for follow-up in two weeks. The patient was given no prescription medications. On (B)(6) 2013, the patient returned to the clinic and the patient reports she was fully recovered and allowed to return to contact lenses wear. The patient was not instructed to return for follow-up. The eye care professional was contacted and refused to provide any additional information regarding the event.

Manufacturer narrative:
This is one of 2 products involved with the reported event. The associated MFR report number is 1033553-2013-00117. A lot history review has been requested. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.